Event description:
The customer reported that the device stopped working. There was no patient injury. No further information is available from the customer. Upon receipt for investigation the clear insulation was damaged and the device failed hipot testing.

Manufacturer narrative:
(B)(4). One used lf5544 was received for evaluation and visual inspection found the clear insulation was damaged. The device was activated on simulated tissue with acceptable results and a visual seal effect was observed. The sample functioned normally when activated in the valleylab mode. A failure with the knife blade was found during the investigation. The knife did not extend or retract when the trigger was activated. The additional findings did not contribute to the reported condition. An additional failure was found during the investigation, the clear insulation was damaged. The additional findings did not contribute to the reported condition; however the sample failed hipot testing. The investigation identified the root cause of the reported event to be user error. The IFU states to prevent damage to the flexible insulation proximal to the jaws, confirm the handle is fully closed prior to insertion into and extraction from the cannula. Use the appropriately sized cannula to allow for easy insertion and extraction of the instrument. Failure to do so may impact the integrity of the flexible insulation. Cannulas with hard, non-beveled openings may cause the flexible insulation to retract, which may compromise the insulation. If retraction occurs, the instrument must be discarded. Do not attempt to clean the flexible insulation. Cleaning may damage insulation.